Event description:
We received an allegation about discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. Initial result: 111 mmol/l. Repeat result: 140 mmol/l. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. A general reagent issue can be excluded, as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found a leaky cell rinse tube where different reaction mixtures randomly dripped back into the running reactions. He exchanged the cell rinse tube and confirmed the test and module were performing within specifications. The root cause was due to component failure (leaky cell rinse tube).